Event description:
New information received notes the right ventricular (rv) lead exhibited noise oversensing that led to pacing inhibition. The rv lead was explanted and not returned. The patient was in the stable condition.

Event description:
It was reported that the patient presented remotely via (B)(6) net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise. No intervention was performed. The patient was in stable condition and will continue to be monitored.